Manufacturer narrative:
(B)(6). This report is for an unknown distal locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Partial part number 458.9xx provided. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent revision on (B)(6) 2018 due to a titanium trochanteric fixation nail (tfn) distal screw missing the nail. Original hardware was implanted on (B)(6) 2018 to treat a reverse oblique hip fracture; it was noted during that procedure there was a two-minute delay. During that procedure, only anterior x-rays were taken; lateral x-rays were not done. X-rays taken on (B)(6) 2018 discovered that the screw had missed the nail; the distal screw was lodged in the patient¿s bone. A possible misalignment of the instrumentation may have caused the distal screw to be misguided and miss the nail. There was no reported issue with the helical blade. The instrumentation that may have contributed to the misalignment, consisted of an insertion handle, aiming arm, connecting screw and cannula. Upon reviewing the x-rays on (B)(6) 2018, it was also noted a small hairline fracture of the femur bone was present at the bottom of the nail and the patient reported pain. Patient underwent revision surgery the same day to remove the short nail along with the helical blade and distal screw that was lodged in the patient¿s bone. Patient was revised to a longer nail, another helical blade and two (2) new distal screw. The patient was revised from a short nail to a long nail to span the hairline fracture. The revision surgery was completed successfully and there was no surgical delay during the revision on (B)(6) 2018. Concomitant device reported: helical blade (part 456.3xx, lot unknown, quantity 1). This report is for an unknown distal locking screw. This is report 4 of 6 for (B)(4).